Manufacturer narrative:
A review of the manufacturing records was performed and found that the lot was manufactured to specification, with no anomalies noted. Adhesions are a known adherent risk of surgery and are listed in the adverse reaction section of the IFU as a possible complication. As reported the sample was not available to be returned for evaluation. At this time no conclusion can be made as to the cause of the post operative problems experienced. As reported this was the surgeon's first use of the product, but information provided did not identify any problems related to technique/use of the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It was reported that on (B)(6) 2016 a bard phasix st hernia patch was implanted into the patient during an open extraperitoneal procedure. As reported the mesh was hydrated prior to placement as recommended and the primary defect was closed. There were no problems reported during this procedure. Approximately three months post implant the patient experienced a bowel problem. On (B)(6) 2017 the patient underwent a revision procedure and the surgeon found that the bowel, peritoneum and fascia were attached to the central part of the patch. On the lateral side very hard tissue was found. There was no new peritoneum and fascia present. The st barrier was absorbed in the correct time as would be expected but the patch seemed not to have acted as a scaffold for tissue healing. The patch was explanted. The hernia had not recurred and there was no new hernia present. This was the surgeon¿s first use of the phasix st hernia patch.